Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was used in a stone retrieval procedure performed on (B)(6), 2011. According to the complainant upon removal of the duel lumen catheter, it was noted that there was a small barb at the tip of the catheter. It was reported that there was a small perforation in the proximal ureter about 2 cm proximal to the tip of the ureteral access sheath. The ureteroscope was removed and a 6 fr. X 26 cm double j stent was placed. The stone was not retrieved at this time. The patient returned on (B)(6), 2011, and the stent was removed. A scope was placed and the physician was able to successfully retrieve the stone. The patient was reported to be doing well at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the dual lumen ureteral catheter revealed the a tear was present on the distal tip of the catheter . The torn/cut piece of catheter was not detached. Under magnification, it appears the catheter was contacted by some sharp object that caused the defect. During manufacturing, the devices are 100% inspected for device integrity/specification. Furthermore, the risk of this defect is indicated within the dfu (directions for use) and was most likely due to an interaction with another device being used in the procedure (two wires were used). Therefore, the most probable root cause for this event is determined to be operational/physiological context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was used in a stone retrieval procedure performed on (B)(6), 2011. According to the complainant upon removal of the duel lumen catheter, it was noted that there was a small barb at the tip of the catheter. It was reported that there was a small perforation in the proximal ureter about 2 cm proximal to the tip of the ureteral access sheath. The ureteroscope was removed and a 6 fr. X 26 cm double j stent was placed. The stone was not retrieved at this time. The patient returned on (B)(6), 2011, and the stent was removed. A scope was placed and the physician was able to successfully retrieve the stone. The patient was reported to be doing well at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was used in a stone retrieval procedure performed on (B)(6) 2011. According to the complainant upon removal of the duel lumen catheter, it was noted that there was a small barb at the tip of the catheter. It was reported that there was a small perforation in the proximal ureter about 2 cm proximal to the tip of the ureteral access sheath. The ureteroscope was removed and a 6 fr. X 26 cm double j stent was placed. The stone was not retrieved at this time. The patient returned on (B)(6) 2011, and the stent was removed. A scope was placed and the physician was able to successfully retrieve the stone. The patient was reported to be doing well at the conclusion of the procedure.